Manufacturer narrative:
On 12/17/2018, it was reported to mentor that the patient noticed the deflation. Mammogram images were taken and deflation was confirmed. The date of problem observed was 11/14/2018. The patient experienced fever and infection bilaterally post-operatively. (B)(4).

Manufacturer narrative:
On 1/22/2019, it was reported to mentor that the date of explantation was on (B)(6) 2019. The left breast implant was deflated. The deflation was noticed by the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported that a developed post-operative flu like symptoms. The patient experienced post-operative complications and numerous doctor visits. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported that the patient experienced bilateral ptotic breasts, and calcium build up on right fourth rib surface. The replacement devices were saline mentor smooth round moderate profile 325cc. The patient tolerated the procedure without difficulty. The patient was in a stable condition after the surgery. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number 6678014. Note: facility name: (B)(6). Facility address: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. The deflation was spontaneous. At the time of this report, mentor has received no information regarding explantation date. The patient will be replacing the implants with allergan brand breast implant.

Manufacturer narrative:
On 3/7/19, device evaluation and investigation findings: the device was received with no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation some creases were observed on the anterior and posterior aspect. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Deflation complaint was confirmed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101). Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902). Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The manufacturing record evaluation (mre) for the lot number 6700758 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).